Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was almost 400 mg/dl which was treated with manual shot. Customer stated that blood glucose level was 400 mg/dl at the time of call. Customer stated that they received insulin flow blocked alarm. Customer stated that it was a past event and was resolved by complete set change. The customer declined the troubleshooting for high blood glucose. The device will not be returned for analysis.